Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). The reported device was returned for investigation. Visual evaluation of the returned products, identify fracture across the threads. Functional testing could not be performed, since the products were fractured. No pre-existing conditions were noted, on the product experience report (per). The reported devices had been placed on tooth (B)(6) for approximately 7 years. X-ray images were provided. And screw fractured was identified. A device history record review (DHR) could not be performed, since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms), has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported, that the abutment screw fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the abutment screw fractured.